Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary could not obtain the product for evaluation and no additional product specific information could be provided by the user. A clinical evaluation was performed based on the available information with the following conclusion. Unfortunately, it is not possible to assess this case. No information is available which permits a complete analysis. Multiple factors can be responsible for the experienced clotting. When it comes to clotting activity within the system, it is not possible to push the thrombosis back through the system by normal anticoagulation-management. Without the sample to evaluate, the cause for this event cannot be determined. Most likely, non-device related factors led to or contributed to the reported event. In addition, the maximum approved period of use is 6 hours which was exceeded when used for seven days. Therefore, a malfunction of the product cannot be confirmed.

Manufacturer narrative:
(B)(4). Additional information was requested but could not be obtained. A supplemental report will be submitted if new information becomes available. (B)(4).